Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. In response to FDA report number: mw5088416. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported via regulatory agency right side "calcifications," "swelling and pain," and capsular contracture, baker grade unknown. Patient additionally reported via regulatory agency "symptoms of lyme¿s disease, ms, arthritis, fibromyalgia, and chronic fatigue syndrome"; these are not device related. Device remains implanted.

Event description:
Additionally, patient reported capsular contracture, baker grade IV, and "concern with the product." Device has been explanted.